Event description:
The customer tested blood glucose before dinner and received a result of 434mg/dl at 6:35pm. The customer went to the emergency room and they received a result of 216mg/dl. Level one control was in range. A request was made for the return of the suspect device and replacement product was sent.